Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear? 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 17336951. Brand name: linear? 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 17377056.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) full system replacement for an unknown reason. Post operatively, the patient was doing well. The explanted devices will not be returned as they are no longer at the medical facility where procedure took place.